Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the home button on the touchscreen was unresponsive to presses. Customer's blood glucose level was 161 - 157 mg/dl. During troubleshooting with tandem technical support the touchscreen was functioning as intended.